Manufacturer narrative:
Device evaluated by manufacturer. The device was received on (B)(4) 2011, but an evaluation summary is not available at this time. Gross examination and x-ray analysis confirmed the presence of leaflet calcification. Full morpho-histological analysis is in progress. Method: a review of the device history record was completed. Results: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release.

Event description:
Sorin group (B)(4), (B)(4) division was notified on (B)(4) 2011 of a mitroflow valve (model 12a, size 21 mm, s/n/ (B)(4)) that was explanted on (B)(6) 2011 for reported premature structural valve deterioration. Reportedly, the patient did well after implantation and yearly echocardiography examinations showed no early signs of gradient increases until (B)(6) 2011.